Event description:
A report was received that the patient was experiencing irritation at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced per physician's preference. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned and the lead extensions were removed. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing irritation at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced per physician's preference. No device malfunction was suspected.